Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the device was received at the repair center. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, leaking was noted in the biopsy channel. The left and the right image was flickering. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the device was received at the repair center. Block h6: device code 1354 captures the reportable issue of leak at scope tip. Block h10: a fuse 1c colonoscope was received for analysis. A functional evaluation was performed and a leak was found in the biopsy channel. The reported right and left image flickering could not be replicated. The possible cause of the image issue was fluid invasion and no fluid was noted in ec at the time of inspection. The reported leak complaint was confirmed. However, the right and left image flickering complaint was not confirmed. The cause of reported leak failure is due to found leak in biopsy channel. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, leaking was noted in the biopsy channel. The left and the right image was flickering. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.